Event description:
Reportable based on device analysis completed on 11-dec-2018. It was reported that crossing difficulties were encountered. During the procedure, mustang 7.0 x 40, 75 cm balloon catheter could not cross the target lesion. The procedure was completed with different device. No patient complications were reported. However, device analysis revealed a balloon rupture. Visual examination of the returned device identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning approximately 4mm proximal of the proximal markerband and extending approximately 37mm distally across the balloon material. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.